Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The 8mm, synchroseal was analyzed and initial allegation could not be replicated or confirmed. Manual articulation was performed with no issue detected. Additional observations not reported by site were found, the instrument was found to have charring and localized melting on the outer surface of one cut electrode at the jaws. This damage resulted in the exposure of a section of the active electrode (jaws) that would not typically be exposed. A piece measuring approximately 1.70 mm × 0.70 mm was missing and was not returned with the device. Despite this, the instrument successfully passed the electrical continuity test. Additionally, the instrument was observed to have a torn jaw cover at the distal end. The jaw cover also appeared to be twisted inward, which could suggest melting; however, no evidence of thermal damage was found, and it was confirmed that no material was missing from the jaw cover. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Probable root cause of thermal damage to jaws are attributed to insulation degradation and the presence of carbonized tissue, which can create unintended conductive pathways.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm, synchroseal instrument was not recognized by the new dv5 system. The procedure was completed with no reported injury. Intuitive followed up and obtained additional information. The customer was not aware of any missing material on the complained product. No foreign body entered the patient. Since the synchroseal was not recognized by the dv5, it was not used on the patient.